Event description:
It was reported that during an open anterior resection procedure, the operation was done with no complications or concerns; the splenic flexure was mobilized. The patient was defunctioned during surgery. The patient leaked approx (B)(6) post surgery and has been managed conservatively on the ward. The patient is still in hospital. No device is returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received on (B)(6) 2011: the device will not be coming back, as it was disposed of at the time of the operation. There were no problems with the device at the time it was fired. Additional information received on (B)(6) 2011: date of procedure - (B)(6) 2011; leak on (B)(6) patient returned to hospital, treated with antibiotics. Had already been defunctioned during the procedure. (B)(6) has agreed that the patient was probably down to "natural events" that can happen with patients having this type of procedure. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.